Event description:
Rptr had fusion. This has caused constant pain and has left rptr unable to do limited activity over 15 mins at a time, unable to work for two years, which means rptr can no longer have any necessary surgeries to correct the problem because rptr is financially unable to pay for an operation.